Event description:
It was reported that the device had a cassette latch error. The fault occurred during testing. There was no patient involvement and no patient harm/no adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The reported problem was duplicated. During functional testing the downstream occlusion sensor failed. The cause was from an inoperable downstream occlusion sensor. Replaced the downstream occlusion sensor to correct the problem and bring pump into full functionality. The device passed all functional tests after repair. The product's history records were reviewed and the previous service, dated: 06-jun-2023, "upgrade to 4.2 if isn't already cassette latch error" which is related to the current complaint.